Manufacturer narrative:
Concomitant medical products: x2dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device did not turn off "implant detect" by itself as the rv lead impedance was low to complete the implant detect. It was turned off manually by the physician. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.